Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient was explanted because the device had migrated from the round window and mastoid. Additionally, the recipient needed an MRI where she lives in france and the clinic requested advice regarding the material and MRI safety instructions. No further information on the MRI has been received.

Event description:
The user was explanted because the device had migrated from the round window and extruded through the tympanic membrane and the lining of the mastoid cavity. The floating mass transducer (fmt) came out on the wire in the cavity.

Manufacturer narrative:
Additional information: based on the received information the device was explanted due to extrusion of the fmt through the tympanic membrane, most likely caused by a migration due to unknown reasons. In addition the fixation screws were found osseo-integrated at explantation and were left in-situ as well as the wings on the implant. The device was reportedly functional whilst implanted.